Manufacturer narrative:
The na electrode lot number and expiration date were requested but not provided. The customer performed daily cleaning, replacement of electrodes, and washing and replacement of cuvettes. Ise check was acceptable. The field service engineer replaced the pipes from the washers and the diaphragm on the vacuum pump. Reagent prime, photometer check, and cell blank were performed. Ise check was acceptable. Calibration and quality controls were run; all results were acceptable. The investigation determined the service actions performed resolved the issue.

Event description:
The initial reporter stated they received discrepant sodium (na) results for one patient sample tested on a cobas 6000 c501 module. The sample initially resulted in a na value of 141 mmol/l and repeated as 50 mmol/l on a second cobas c501 analyzer. No incorrect result was reported outside of the laboratory.